Event description:
It was reported that the procedure was to treat a de novo lesion located in the left anterior descending (lad) coronary artery that was both moderately calcified and tortuous. The lesion was pre-dilated proximal to mid lad with a 2.5 and 3.0mm balloons, and the 3.0x28 mm xience alpine stent was deployed. After post-dilatation with a 3.0 mm non-compliant (nc) balloon, a distal edge dissection was observed. A 2.5x12mm xience alpine stent was deployed to cover the dissection. Finally good result shown in angiogram with timi iii flow. There was no reported clinically significant delay in procedure or adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.